Event description:
It was reported that the user received an urgent low-soon alert on the ilet system while within the first week of use and sought guidance; blood glucose was 91 mg/dl at alert, the user treated with 10¿15 grams of carbohydrate via orange juice, and a 20 percent differential was observed between cgm (103 mg/dl) and fingerstick (129 mg/dl), with a follow-up fingerstick advised to verify stability and sensor accuracy. Symptoms included a device-generated low-glucose warning without documented neuroglycopenic or adrenergic symptoms. Outcomes included self-treatment with oral glucose and avoidance of hypoglycemia below 70 mg/dl, with no medical intervention or hospitalization. Investigation included troubleshooting and education regarding urgent low-soon alerts, cgm-to-fingerstick variance, and confirmation of glucose stability with a timed capillary measurement. Investigation of this case revealed that glucose remained above 70 mg/dl after treatment and sensor variance was within an expected range for interstitial versus capillary glucose. It was concluded that the event was consistent with hypoglycemia risk with cause unclear, with appropriate user-directed mitigation and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.